Event description:
Leica biosystems received a complaint that biopsy samples from a protocol run in retort b were under-processed. On 14 december 2016, (B)(4) received information that re-biopsy of two (2) male patients will be required. It was also documented that the institution was not prepared to provide any further patient details. Investigation of this complaint by leica biosystems is in progress. Refer to MFR. Report# 8020030-2016-00090 for details of the other patient involved.

Manufacturer narrative:
Investigation of this complaint found that a use error occurred at 21:13 pm on (B)(6) 2016 when a user affirmed in the instrument software that the reagent concentration in bottle 5 (absolute ethanol) was to be set to default value of 100%. The actual ethanol concentration in bottle 5 (absolute ethanol) remained unchanged at 78.9%, because bottle 5 (absolute ethanol) had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (absolute ethanol) was used for the final dehydration step of both the "skin/gi bxs" protocol started in retort b at 21:13 pm on (B)(6) 2016, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "skin/ gi bxs" protocol started in retort b at 21:13 pm on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 21:13 pm on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (absolute ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." User manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The tissue samples would have been further adversely impacted by the reported use of the cleaning protocol as the first step in the regimen used for re-processing of the affected samples. Use of the cleaning protocol to re-process samples is also a use error as detailed in section 3.2 of the leica peloris/peloris ll user manual, which contains the following specific warning: "do not use cleaning protocols for reprocessing as the dry step will damage tissue."